Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A stability and clinical review has been conducted and has found no indication of any product stability performance issues or clinical performance issues that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer received unspecified low readings on the sensor scan and the nurses treated with jam and fruit juice for 3 days without any comparison blood glucose readings being obtained. Customer experienced headache and sweating and on (B)(6) 2021, a capillary reading of 500 mg/dl was obtained on the competitor meter compared to a sensor reading of below 100 mg/dl. The nurses stopped re-sugaring the customer and administered 10 units of slow acting insulin and 11 units of rapid insulin as per his protocol. There was no report of death or permanent impairment associated with this event.